Event description:
A vague report was received that the pump spontaneously changed the infusion rate from 77 ml/hr to either 7777 ml/hr or 777 ml/hr. This resulted in add'l fluid infusing to the pt. More specific info regarding the occurrence has not been able to be received. No pt injury was reported.